Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving the "apply sample" message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 the patient obtained only the "apply sample" icon on the reported meter; she was unable to obtain a blood glucose reading. During this time period, the patient took her usual doses of diabetes medications. Two days afterwards, the patient experienced the symptoms of "burning feet", blurred vision, headache and thirst. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct; the test strips did not correctly draw in the blood sample. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.